Manufacturer narrative:
(B)(4). The customer reported multiple symptoms ; does not work/red x/failure to power up via ac/displays no traces. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptoms were verified. The issue was localized to an ac power module failure. The device was repaired, passed all post service testing and was returned to the customer.

Event description:
The customer reported multiple symptoms; does not work/red x/failure to power up via ac/displays no traces. No pt involvement was reported.